Manufacturer narrative:
A ge service rep performed an on site investigation. The automatic exposure chamber was replaced. The system was tested and operates as intended.

Event description:
The inspector reported an automatic exposure chamber - left cell, error. No pt injury was reported.